Event description:
Patient brought to or on 2/28/92 for percutaneous nephrolothotomy stone extractioln. Two disposable stone retreiver baskets were used during the procedure. Apparently the smaller basket which was the first one used, broke off in the ureter. Neither surgeon nior any member. Broken piece was not detected until 3/2/92 when patient returned to radiology for follow-up x-rays which revealed stone was gone but piece of basket was in ureter. Patient underwent left uterxcopy on 3/3/92 and tolerated procedure well. Patient was adviseddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.